Event description:
It was reported that the patient was experiencing soreness at the ipg site. Imaging revealed that the ipg appears to be invaginated in the underlying soft tissue with the opposite edge sticking out, tenting the skin causing significant pain. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).